Event description:
An alarm was reported by the caller, specifically alarm 2, indicating a possible occlusion issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or cause the cgm to read ¿high.¿ the customer addressed the issue by changing supplies and resuming insulin therapy without further troubleshooting.